Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 25mm amplatzer cardiac plug ii was implanted using a 14f amplatzer torqvue delivery system via the right femoral vein. Post-procedure, the physician was performing a groin check and observed bleeding from the right access site in the groin. Manual compression was held at the site for 5 minutes and the bleeding stopped. The patient was discharged on time in stable condition with no reports of further bleeding. Clinical study patient ID: (B)(6).

Manufacturer narrative:
Additional information sections: h6, h10. An event of bleeding at the access site in the groin was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.